Manufacturer narrative:
Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a pseudoaneurysm at the right access site. They stayed at the facility an additional night after the procedure was completed to observe an "interior epigastric pseudoaneurysm" on their right side. The injury was observed through a CT scan the following day. The patient's hemoglobin dropped to 6.6 during this stay and they received 2 units of packed red blood cells. On the second day of their hospitalization the patient underwent a coil embolization of the right inferior epigastric artery to treat the pseudoaneurysm and bleeding. They were discharged two days after the coil surgery. No further patient complications have been reported. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that pseudoaneurysm, hemorrhage, hematoma, and anemia are known inherent risks of use of this device. Device history record review: a ship history was unable to be completed as the required documentation was unavailable. Upn number was unknown. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the events of vessel pseudoaneurysm, hemorrhage, hematoma and anemia are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of pseudoaneurysm, hemorrhage, hematoma, and anemia are known inherent risk of the farawave device. The pseudoaneurysm is a vascular injury that leads to blood accumulation outside the artery, forming a hematoma and potentially causing hemorrhage if it ruptures. The pseudoaneurysm, hematoma, hemorrhage and anemia observed are vascular complications associated with surgical and access procedures. Within the risk thresholds of the farawave catheter, vessel pseudoaneurysm is considered within surgical and access complications. Surgical and access complications is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
Pf303 avant guard clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a pseudoaneurysm at the right access site. They stayed at the facility an additional night after the procedure was completed to observe an "interior epigastric pseudoaneurysm" on their right side. The injury was observed through a CT scan the following day. The patient's hemoglobin dropped to 6.6 during this stay (anemia) and they received 2 units of packed red blood cells. On the second day of their hospitalization the patient underwent a coil embolization of the right inferior epigastric artery to treat the pseudoaneurysm and bleeding. They were discharged two days after the coil surgery. No further patient complications have been reported. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.